Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. The analyst commented that there were 20 nonsustained tachycardia (nst) episodes with v-v intervals <220 ms on (B)(6) 2016. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met. The analyst commented that the lead failure predictor was triggered on (B)(6) 2016 for v-sics and nsts. Analysis of the device memory also indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst commented that 1607 v-sics were found since the last session 1.8 days ago. Analysis of the device memory also indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The analyst commented that right ventricular pace impedance steady at approx. 530 ohms through (B)(6) 2016, and then rises out of range by (B)(6) 2016. Analysis of the device memory also indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. The analyst commented that 6 inappropriate shocks delivered on (B)(6) 2016 due to non-physiologic oversensing.

Event description:
It was reported that the patient received inappropriate therapy due to a fractured right ventricular (rv) lead. It was also reported that the lead exhibited high impedance, oversensing, and noise. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.